Event description:
At implant, the pump was filled with 500 mcg/ml lioresal and programmed to a dose of 100 mcg/day. Two days after implant, the patient had an overdose symptom of marked increased weakness in his left leg; it was greater than without the intrathecal baclofen therapy. An MRI was done and was negative. The pump dose was decreased to 25 mcg/day on (B)(6) 2015. Per the pump managing physician, the patient was discharged and doing well. The event was attributed to ¿drug side effects ¿ probably dose prescribed was too much¿. Decreasing the pump dose resolved the weakness. The patient outcome was reported as ¿still recovering¿. The patient status was reported as ¿alive-no injury¿.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).